Event description:
During the normal use of the gastroscope, the use of the image suddenly disappeared, could not be used, while the feedback direction of the angle button was heavy. The material used in this gastroscope was easy to damage, and the waterproof layer was easy to break. Return to the factory for repair. There was no report of patient harm. This event meets the requirements for FDA reportability; however, submission of this report does not constitute an admission that medical personnel, user facility, importer, manufacturer or product caused or contributed to the event.

Manufacturer narrative:
G4: this device is not distributed in the USA, therefore the PMA/510(k) number is not applicable. The pentax medical apac responded to a good faith effort request via email on 06-sep-2024 as follows information. Water entered the scope from the bending rubber part, and an image problem occurred. The examination was completed with an alternative scope, but the examination time was extended. No physical harm was done to the patient. Investigation is in-process. If additional information becomes available, a supplemental report will be filed with the new information.

Manufacturer narrative:
Correction information b4: date of this report g2: report source g4: PMA/510(k) g6: follow up #1 h2: if follow-up, what type? H3: device evaluated by manufacture h6: coding changed based on the investigation result. Additional information d4: primary unique device identifier (UDI) # d5: operator of device d8: was this device ever serviced by a third party? H4: device manufacture date. Evaluation summary based on the investigation, a potential root cause of this failure is the bending rubber was broken, causing a leak and shorted the ccd module. The device was repaired by the third party and returned to the hospital. Reminded the hospital that they should pay attention to pre-use check which can reduce the occurrence of accidents. The DHR review confirmed the endoscope was manufactured pentax medical miyagi on 30-apr-2020 under normal conditions, passed all required inspections, and was released accordingly. Also, there were no reworks or concessions and the dates of approval for shipment and actual date shipped were confirmed on 08-may-2020. Pentax medical has not received any further information for this event and therefore, considers this medwatch report closed.